Manufacturer narrative:
H6: a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: improper component placement, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprostheses. The lumber and inferior mesenteric arteries were coil-embolized as an accompanying procedure. The final angiography revealed that the left internal iliac artery was covered by the ipsilateral leg of the main trunk. Since blood flow in the right internal iliac artery was preserved, no additional intervention was performed. The physician decided to monitor the patient, and the procedure was completed. The patient tolerated the procedure. The physician¿s comment: ¿as the common iliac artery was not long enough, I pushed the main trunk to deploy, which likely caused the vessel to be lifted along with it, resulting in coverage of the left internal iliac artery.¿